Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor valve was selected for implant on (B)(6) 2022 using a large flexnav delivery system. The patient had general tortuous aorta. There was sufficient calcium to allow for anchoring of the valve. During the procedure as the valve was released, the valve migrated. The implant depth at deployment and release was 2-4mm. It was noted that there was no tension in the delivery system at the time of final deployment but that the physician pushed the delivery system slightly too forward during final release causing it to hook on to the retainer tabs if the navitor valve. During removal of the delivery system, the valve migrated. The valve was not snared. The migrated valve did not block any coronary arteries. The patient did not experience any symptoms due to the migration and remained hemodynamically stable. A 2nd, 27mm navitor valve was required in a valve in valve procedure using a new large flexnav delivery system. While advancing the large flexnav delivery system in the calcified and tortuous arteries, the iliac artery was damaged. The damage was thought to have been related to the delivery system progression in the tortuous anatomy. A vessel repair was attempted but to due significant bleeding the patient died during the procedure. The cause of death was iliac rupture during the valve in valve attempt.

Manufacturer narrative:
An event of difficulty removing delivery system causing migration of valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, (B)(4)- a, "begin deploying the valve by turning the deployment/re-sheath wheel in the direction of the arrow on the handle. Maintain valve position during deployment to ensure accuracy of implant depth." And "implantation precautions: do not attempt to reposition the valve by advancing it distally unless the valve has been fully re-sheathed within the delivery system."